Event description:
The lay user/pt contacted lifescan (lfs) in 2008 alleging inaccurate high readings on his one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt has 2 ultra meters. One he keeps at home as a back up meter and the other one he keeps at work (pgj1573bt). On three days earlier at 6:50 pm, the pt tested on his back up ultra meter at home and obtained a reading of 250 mg/dl. He took 8 units of novorapid insulin and then at 8:00 pm, he took his 4 units of lantus. The following morning the pt went to work and did snot test his blood glucose at home using his back up meter. He tested his blood glucose at work using his ultra meter (pgj1573bt) and obtained a reading of 195 mg/dl. He did not exhibit any symptoms prior to testing. Based on the meter result, the pt took 8 units of novorapid insulin. He ate his usual breakfast at work around 6:30-6:45 am. Around 7:45 am, the pt reportedly began to sweat and fell on the floor and lost consciousness. A coworker contacted emergency medical services (ems) and while waiting for ems, the coworker tried to administer "sugar water" for the pt; however, was unsuccessful. The patient's coworker did not attempt to test the patient's blood glucose. Paramedics arrived around 8:20-8:30 am, and tested the patient's blood glucose using their meter and reportedly obtained a low reading (result was not provided). Paramedics did not attempt to test the pt using the patient's meter. The paramedics treated the pt with oral glucose and the pt reportedly regained consciousness within 30 minutes. The pt was taken to the ER at 10:00 am and was there till 3:30 pm. While he was in the ER the physician saw him around 12:30 pm and did not treat the pt; however, advised the pt to compare his two ultra meters at home. The physician did not change the patient's diabetes regimen. The official diagnosis given in the ER was hypoglycemia. When the pt came home in the evening he tested both of his meter and reportedly obtained a 444 mg/dl on his back up ultra meter, and a 510 mg/dl or 540 mg/dl on his ultra meter he uses at work based on statistical methodology, the calculated difference of these glucose results is less than <=30% and/or <=30 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. A quality control test was not done on the meters since the pt had expired control solution. The pt has had the back up meter since 2005 and the other meter which he uses at work, since early 2002. The pt has had diabetes since 1979. He tests 4 times a day and a normal blood glucose reading for the pt is between 80-140 mg/dl. The patient's meter was replaced. The complaint is being reported because the pt alleged he took insulin based on one of his ultra meter's results and allegedly lost consciousness after the reported issue, and reportedly had to receive medical attention later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.